Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced the following symptoms: chest pain, pericardial effusion, cardiac perforation and diaphragmatic stimulation. It was also reported that post implant the right ventricular (rv) lead dislodged, perforated the cardiac tissue and no capture was observed. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.